Event description:
Customer reported via phone, the insulin pump had gone con blank and device was not wet. She hadn't been using the correct type of battery and wasn't sure if that might be the problem. Troubleshooting was performed customer's blood glucose was unknown. Customer was off the device for two days. During troubleshooting customer mentioned the spring in the battery compartment was corroded. Customer mentioned her most recent blood glucose was 34 mg/dl and she had to go to the emergency room they gave her insulin and was informed to follow up with her doctor. Customer has been experiencing high blood glucose because she was off the insulin pump. Customer wasn't wearing the device during the low blood glucose.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was programmed and monitored for two days and no blank display anomaly was noted. The device passed functional testing, which included displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, and self-test tests. All operating currents are within specification and no off no power alarms noted. The device had minor scratches on the display window and cracked reservoir tube lip. The device had slightly corroded battery tube and none was noted on the battery tube spring.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report. No damage noted on connector isolation tape on lcd board.